Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer called and stated that the brush heads were starting to loosen in his/her mouth, they were slipping off. No injury was reported.